Manufacturer narrative:
(B)(4)

Event description:
Procedure : nephrectomy. According to the reporter, the bag split when the specimen was being placed in the bag. Another instrument was used during the procedure. There was no pt injury reported. The product was disposed of and is not available for eval.